Manufacturer narrative:
The insulin pump had intermittent up and down arrow buttons due to corroded keypad traces. No button error alarm noted. Device had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer did not recall any significant events leading to the alarm. Blood glucose value was 229 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.